Event description:
The locking screw at the left side was found to be come off by computerized topography scan.

Manufacturer narrative:
Additional narrative: device was not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that devices have been used for a rheumatism case. The complaint received states that fixation at occipital-c6 was successfully completed. At a later date, the locking screw on the left side was reported to be loose as well as the screws at c3-c4. The screws were retightened with a driver. No additional information is available at this time. Device will be returned for investigation. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.